Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the coil became stuck in the catheter's tip during removal. The target lesion was located at moderately tortuous thoracic area. A 22mm/60cm f-idc 2d coil was selected for an embolization of the thoracic aneurysm. During the procedure, a non bsc micro catheter was advanced to the lesion area and the coil was then used while flushing continuously. However, it was noted that the coil became stuck in the distal part of the catheter. The device was removed together with the catheter but the coil protruded from the catheter's tip during removal. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that the coil became stuck in the catheter's tip during removal. The target lesion was located at moderately tortuous thoracic area. A 22mm/60cm f-idc 2d coil was selected for an embolization of the thoracic aneurysm. During the procedure, a non bsc micro catheter was advanced to the lesion area and the coil was then used while flushing continuously. However, it was noted that the coil became stuck in the distal part of the catheter. The device was removed together with the catheter but the coil protruded from the catheter's tip during removal. The procedure was completed with another of the same device. No patient complications were reported. Device evaluated by manufacturer: the device was returned for analysis. A pusher wire, coil and introducer sheath were returned for this complaint. The coil and pusher wire arms were interlocked within introducer sheath. The introducer sheath was inspected and it had residues of dry blood in the tip. The twist lock of the introducer sheath had been opened. The pusher wire was inspected and no anomalies were noted. The coil did not show damages, it was in good condition. No more damages were found in the device. The delivery wire was advanced through the introducer sheath, but it was not possible to continue advancing it due to the introducer sheath had residues of dry blood. The proximal end of the pusher wire has a smooth surface. The interlocking arm was inspected and no anomalies were noted. The zap tip has a smooth surface. The coil dimensions were within specification.

Manufacturer narrative:
Age at time of event: 18 years or older.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the coil became stuck in the catheter's tip during removal. The target lesion was located at moderately tortuous thoracic area. A 22mm/60cm f-idc 2d coil was selected for an embolization of the thoracic aneurysm. During the procedure, a non bsc micro catheter was advanced to the lesion area and the coil was then used while flushing continuously. However, it was noted that the coil became stuck in the distal part of the catheter. The device was removed together with the catheter but the coil protruded from the catheter's tip during removal. The procedure was completed with another of the same device. No patient complications were reported. Device evaluated by manufacturer: the device was returned for analysis. A pusher wire, coil and introducer sheath were returned for this complaint. The coil and pusher wire arms were interlocked within introducer sheath. The introducer sheath was inspected and it had residues of dry blood in the tip. The twist lock of the introducer sheath had been opened. The pusher wire was inspected and no anomalies were noted. The coil did not show damages, it was in good condition. No more damages were found in the device. The delivery wire was advanced through the introducer sheath, but it was not possible to continue advancing it due to the introducer sheath had residues of dry blood. The proximal end of the pusher wire has a smooth surface. The interlocking arm was inspected and no anomalies were noted. The zap tip has a smooth surface. The coil dimensions were within specification.